Manufacturer narrative:
The device has not been returned/ received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 1100 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient was taken by ambulance to the hospital and diagnosed with diabetic ketoacidosis (dka). The patient was sick, disoriented, with fever, vomiting and dehydrated. The patient reported receiving kidney damage. For treatment, the patient was put on a insulin drip and fluids. The patient does not know what happened with the pod after it was removed. The patient was in the hospital for 3 days.